Event description:
It was reported there were potential atrial p-wave undersensing episodes found on the remote device transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2011; 4196-88 lead, implanted: (B)(6) 2011. (B)(4).